Event description:
Contact reported that the surgeon was trying to push the leopard implant further into the disc space and fractured the cage. Surgeon left the cage in place. Contact reported no adverse event as a result of this situation.

Manufacturer narrative:
No conclusion can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion. This type of event is not unanticipated as the instruction for use contained in the packaging of this product states that excessive torque applied to long-handle insertion tools attached to the threaded insertion holes or direct application of loads of the threaded or small area of the cage component can split or fracture the cage implants.